Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received that the customer had used glucose tablets and not glucagon. The information has been provided in sections b1 (unchecked adverse event box), b2 (unchecked other serious (important medical events)), b5, d10 (removed concomitant products), h1 ((changed from serious injury to malfunction) and h6 (removed the health effect - clinical code 1912 and it's related health effect - impact code 4644) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the case was not-reportable on insulin pump. Low was treated with glucose tablets (not glucagon). Customer could not test the transmitter. Customer had inserted the guardian 4 sensor in an unapproved area. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucagon and glucose. The customer received the change sensor alert. The customer reported a blood glucose value of 68 mg/dl. The event involved product(s) mmt-1884l, unk_reservoir, mmt-7040a, unomedical. Troubleshooting was performed for change sensor and the customer was unable to run a transmitter test and/or test passed. Troubleshooting was performed for the low blood glucose and the customer did not show symptoms of low blood glucose. Later on, troubleshooting was declined for the low blood glucose. The customer was advised to try another sensor. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for unk_reservoir. No product return is required for mmt-7040a. No product return is required for unomedical.